Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) full lead was returned and analyzed. No anomalies found, howeverall conductors were found to have blood/body fluid (not obstructed).

Event description:
It was reported the left ventricular lead was an implant attempt and pulled back from its location in the vessel. The doctor implanted a different lead. No patient complications were reported as a result of this event.